Event description:
The patient has a history of right internal carotid artery stenosis. The patient was apparently asymptomatic, except for headaches and double vision in right eye, which occurred in december 2004. Patient had 80% stenosis of the right internal carotid artery. The patient underwent a carotid stent procedure in 02/2005. One day post-op a nihss was performed on the patient, prior to discharge found that the patient showed signs of an acute hemisphere infarct.

Event description:
The stent was placed in the right internal carotid artery in 2005, and immediately after the procedure the patient experienced weakness in the left arm and leg. This experience has been diagnosed as a stroke. The patient's condition subsequently improved and the patient was discharged home.